Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device charger was broken and not charging despite trying multiple outlets, and a replacement was arranged after troubleshooting and education were completed. Symptoms included no clinical effects. Outcomes included no impact on health or therapy other than the need for replacement supplies. Investigation included user troubleshooting and confirmation of power source function. Investigation of this case revealed a charger malfunction consistent with a defective or damaged external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charger.